Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) error. Device data was submitted to engineering for analysis, where an atrial fibrillation (af) episode showed misaligned markers on the s-ECG. It was determined that the bd error was the result of a temporary high power state as a result of an incomplete session. This behavior is consistent with an unsuccessful telemetry connection with the latitude remote communicator. This transient issue results in sensed event markers being intermittently misaligned with the intrinsic r-wave signal recorded on the egm. This transient behavior also results in the device operating in a state of increased power consumption (resulting in reduced battery voltage and the bd alert code) as the device searches for a successful telemetry connection. This behavior can also cause the device to temporarily and intermittently delay firmware processing of sensed events. It is important to note that this behavior is temporary, and a successful remote interrogation was subsequently performed which resolved the issue. The power usage returned to normal and the battery voltage is expected to recover. As a result, normal patient follow-up visits were recommended. No adverse patient effects were reported. The device remains implanted and in service.